Manufacturer narrative:
The freedom onboard battery was evaluated per the freedom onboard battery evaluation procedure and passed all sections. During investigation testing, the customer-reported issue was not reproduced and there was no evidence of a device malfunction. The freedom driver as well as the freedom ac power supply used at the time of the reported event were not returned and therefore could not be included in this investigation. The root cause of the customer-reported issue that the freedom driver gave a low battery alarm and that the battery did not show a charge when tested out of the driver could not be conclusively determined. The battery performed as intended. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(6) (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient drove to the hospital for clinic visit and while on wall power the freedom driver gave a low battery alarm. The freedom onboard battery was exchanged and the alarm resolved. When the battery was tested outside of the driver it showed no charge. There was no reported adverse patient impact.